Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced; however, the cds could not be positioned to attempt grasping, due to the transseptal puncture height. The cds was removed and it was observed that one gripper arm was at a different angle than the other. No adverse patient effect occurred. The procedure continued with implantation of two clips and mr was reduced from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper actuation issue was not confirmed, as during testing, the arms moved parallel. The reported failure to advance (the cds could not be positioned to attempt grasping due to the transseptal puncture height) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported failure to advance appears to be related to patient morphology/pathology due to the high transseptal puncture. The investigation was unable to determine a conclusive cause for the gripper actuation issue as the returned device analysis was unable to confirm the reported one gripper arm at a different angle than the other. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.